Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. Procode is krd/hcg. The code ¿no device problem found¿ code was used in investigation findings to indicate that the issue reported related to coil not able to advance could not be duplicated because functional evaluation was precluded due to the condition of the returned device. The healthcare professional reported that during the procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30370432) could not be advanced in the microcatheter. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 38cm from the hub; this is within specification. The device positioning unit (dpu) was observed kinked, the embolic coil is protruding from the introducer. No other additional anomaly or damage was observed. Microscopic inspection was performed and the embolic coil in addition to protruding from the introducer, is also observed in stretched condition. Functional evaluation cannot be conducted due to the kinked condition of the dpu and the stretched embolic coil protruding from the introducer. A review of manufacturing documentation associated with this lot (30370432) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the complaint coil could not be advanced in the microcatheter could not be confirmed through evaluation and analysis due to the condition of the returned complaint device; the dpu is kinked and the embolic coil is stretched and protruding from the introducer. The exact cause of the observed condition of the returned device cannot be conclusively determined, however, it is likely due to excessive force. They may be the result of the attempt to advance the coil during the procedure. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. With very limited information related to the procedure and the reported device issue, the exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the coil advancement. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00600 and 3008114965-2020-00601. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30370432) could not be advanced in the microcatheter. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed stretched. Based on the product analysis 12/17/2020, this event has been deemed MDR reportable as a ¿malfunction.¿